Event description:
It was reported that the lead integrity alert (lia) was triggered on the right ventricular (rv) lead due to noise and an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead integrity alert (lia) was triggered on the right ventricular (rv) lead due to noise and an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary (B)(4) - the full lead was returned in segments, analyzed and analysis revealed the distal conductor was fractured. It was noted the outer tubing overlay was melted, the distal electrode was pulled/stretched and overstressed, there was blood ingression of the overlay tubing, the outer insulation was melted (cosmetic), there was blood on the distal electrode, there was cosmetic environmental stress cracking of the overlay tubing and cosmetic depression of the outer insulation.